Manufacturer narrative:
The suspect device was returned for evaluation. The returned unit show evidence of clinical use. The visual inspection confirmed the reported complaint. The root cause is attributed to the manufacturing process, and rough handling. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The account alleges that during percutaneous transluminal access for a medical procedure, the hub of the introducer detached when the clinician was attempting to remove the access guidewire and the introducer. The physician was successful in retrieving the detached introducer from the access sheath and continued to use the sheath to successfully complete the procedure. No patient injury to report.